Manufacturer narrative:
(B)(4) 2013. The analysis from the manufacturer is pending.

Event description:
During the attempted implantation of this defibrillator, the physician was unable to make the wrench ratchet when screwing in the atrial lead. Although a tug test was performed on the atrial lead and it did seem securely attached, the physician decided to err on the side of caution due to the patient's age/health and use a new device. The second device was implanted successfully with no issues or complications.

Manufacturer narrative:
(B)(6) 2013. The analysis from the manufacturer is pending. (B)(6) 2014.

Event description:
During the attempted implantation of this defibrillator, the physician was unable to make the wrench ratchet when screwing in the atrial lead. Although a tug test was performed on the atrial lead and it did seem securely attached, the physician decided to err on the side of caution due to the patient's age/health and use a new device. The second device was implanted successfully with no issues or complications.